Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl and over 500 mg/dl. The customer reported a no delivery alarm while doing an infusion set change. The customer reports that this has occurred with five separate infusion sets. The customer had no symptoms or treated the high blood glucose level with the insulin pump. The current blood glucose level was unknown. The customer did troubleshoot the issue and found resolved with a complete set change of the infusion set and reservoir. The product will not be returned for analysis.